Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male pt, the device's attached electrode pads would not properly adhere to the pt's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.